Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the pump had physical damage in the reservoir compartment. The blood glucose at the time of the incident was 428 mg/dl. Customer treated with a bolus. Troubleshooting was not performed. The device was returned for analysis.